Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. However; as noted in b5, the light guide cover adhesive was peeling. Additionally, the pink rubber probe unit had been cut. The connector was found leaking, and consequently, the image was flickering as a result of fluid invasion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to the image freezing during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the light guide cover adhesive was peeling. This report is being submitted to capture the peeling adhesive noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the light guide cover glue peeling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.